Event description:
A 3.5 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal lad lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the physician implanted three endeavor drug-eluting stents successfully. It was reported that after post dilatation when the balloon was being removed; it remained somewhat anchored and the guide pulled into the artery. The guide appeared to compress the front of the stent moving or shortening the stent by 6mm. Pt is reported to be satisfactory. Please note that this device is distributed outside the untied states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(Other, device appeared to have moved or shortened) - other, pending dvd eval.